Event description:
Adverse event(s): "no harm reported" (no consequence or impact to patient). Product problem(s): "small shiny materials like air bubble" (foreign material present in device). A surgeon reported that small shiny materials like air bubbles were found when the product was injected into the patient's eye. There was no patient harm reported. No further information is expected.

Manufacturer narrative:
The product was returned for analysis; however, testing could not be performed since not enough product was present. The retention sample of this batch was tested and all results conformed to the specifications for the tested parameters. There have been no other similar complaints reported in the lot number. No further information is expected. (B)(4).